Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that approximately two days after intra-aortic balloon (iab) therapy began an alarm ¿leak in iab circuit¿ was generated repeatedly. A blood leak was found in the catheter tube and the console stopped pumping. Iab was removed and therapy discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing were performed and one leak was detected on the membrane approximately 6.1cm from the rear seal measuring 0.05cm in length. The evaluation confirms the reported alarm, leak in iab & leak, blood in tubing problem. The reported alarm, leak in iab & blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that approximately two days after intra-aortic balloon (iab) therapy began an alarm ¿leak in iab circuit¿ was generated repeatedly. A blood leak was found in the catheter tube and the console stopped pumping. Iab was removed and therapy discontinued. There was no reported injury to the patient.